Event description:
Reporter indicated that pt underwent ncp system replacement surgery due to lead fracture. It was reported that the pt fell off of a roof that was 10-20 feet high, resulting in left lower leg fracture and right ankle sprain. Device diagnostic testnig shortly after the fall was within normal limits; however, the pt's seizure frequency increased above previous efficacy with the vns therapy and repeat device diagnostic testing and x-rays revealed an apparent break in the lead wire. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
Further follow-up revealed that the patient has experienced a decrease in seizures and an increase in mood since ncp system replacement. Device diagnostic testing with the new system was within normal limits, indicating that the new system is functioning properly. The concomitant device pulse generator was also returned and analyzed. The pulse generator met electrical test specifications. The pulse generator did not show any condition that would have contributed to the replaced events. Analysis of the bipolar lead is pending.

Event description:
Product analysis of the lead was completed. Product analysis summary: the entire lead was not received; 32cm of the lead assembly was returned. An analysis was performed on the lead portions returned, and the conditions of the lead portions returned are consistent with conditions that typicaly exist following an explant procedure. The connection between the setscrew and lead pin shows evidence that a proper mechanical and electrical connectin was present. There is no evidence that the observed body fluids in the lead (nor any other observation listed in the visual analysis) were associated with the reported events. Continuity checks showed no discontinuity on the portion of the lead returned. The reports of lead discontinuity and increased seizures could not be duplicated in analysis. Potential causes of lead discontinuity include: 1) mechanical failure; 2) implant technique (use of suture; no strain relief); 3) "twiddler" (twisting of the lead); 4) violent seizure; 5) physical injury/accident; or 6) poor electrical connection. The cause of the reported events are unk. Because the entire lead was not returned for analysis, it is possible that the problem may have occurred in the portion of the lead that was not returned.